Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly had a shingles outbreak and the lifevest was rubbing the area raw. The patient's physician instructed the patient to remove the lifevest until the area cleared.